Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on channel-tube, water tightness was lost. Due to damage on charge coupled device (ccd) unit, the image was not displayed. Switch did not work due to damage on switch box. Control unit was sticky. Switch four (4) was leaking. Insertion section had press marks. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited leakage. The issue was found during reprocessing after a choledochoscopic examination which was completed with the same device without any delay. The device was returned and an evaluation at the repair center revealed, no image was displayed during angulation after the hot and cold water test. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due the user's handling of the device which led to water invasion of the device by leakage or charged coupled device unit was broken which led to occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use: ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.